Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the in-patient presented with an episode under sensing. During interrogation it was discovered that the implantable cardioverter defibrillator failed to deliver adequate therapy to terminate a ventricular fibrillation episode due to the under sensing. The patient received cardiopulmonary resuscitation. Programming changes were made to lower sensitivity. The patient is recovering.